Event description:
Reported through clinical study follow-up: approximately 33 months post implant the pt experienced a "te" resulting in a myocordial infarction. The pt had a heart cath 3 years prior that showed no coronary artery disease. The pt was not taking any anticoagulant at time of event. Aspirin was prescribed and the valve remains implanted.